Manufacturer narrative:
H3: one cadd solis vip pump was received with a bubbled downstream occlusion sensor (dso) . The event history log was reviewed and there were multiple "cannot start pump" messages. A functional check was conducted and the reported issue was able to be confirmed. The pump failed the air detector test. It was determined that the air detector sensor was inoperable and the cause of the issue. Therefore, the air detector sensor will be replaced.

Event description:
Information was received indicating that during testing, a smiths medical cadd solis vip pump exhibited air in line. No patient was involved. No adverse effects were reported.